Event description:
Information was received from a consumer regarding a patient receiving intrathecal prialt (concentration and dose unknown) via an implanted pump for spine/back and malignant pain. It was reported 'this past week, the communicator was not connecting. I'm having issues with it. It's taken a real long time to get it to connect and give me the boluses. And it will give me a bolus, and then it locks me out for 6 hours, which was supposed to happen, but when I go to give myself the next bolus after that time limit, it says I haven't given myself anything. I log in and it says 3 boluses left, but I gave myself one so it should take that away. I only get 3. Sometimes I get 2, sometimes 3.' It was reported the patient bolused before but when they go back 7-8hrs later for another one, it still said '3 boluses left,' their total. The patient 'just' spoke to a company representative (rep) about this, who told them to call in. The agent assisted the patient in navigating to the 'bolus unavailable' screen, and the patient confirmed 'the bolus was unavailable for the following reasons: lockout.' Per therapy details: 'bolus duration: 5 minutes, lockout duration: 6 hrs, dose restriction: 1 bolus / 6hrs max activations, 3 boluses/day, and 3 boluses left today.' The agent verified 'pump time: (B)(6) 2024 4:30pm,' and the patient¿s local time was 4:29pm. It was noted the patient bolused earlier today sometime between 8-10am and 6 hours from now was about when the patient called in so the patient thought they should not be locked out. It was reported they have been struggling for 18 years 'with my situation,' and were happy with pump therapy. It was noted the patient had been feeling like crap lately, but stated it was because they were doing physical therapy and they bought something electric to try and help themselves. The agent reviewed daylight savings time considerations and that the pump time was likely updated at the patient¿s pump refill earlier today. The agent also reviewed pump/ptm functionality and recommended the patient keep a manual log of when they request/deliver a bolus and corresponding boluses left, then the hcp can pull reporting to compare the information to the pump record.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.